Event description:
It was reported that the patient had last used stimulation on (B)(6) 2011. Three days later, she was watching tv during a thunderstorm. There appeared to be a lightning strike close to her house, and the television flickered off and then on. The patient then felt an overstimulation sensation that caused her hands and face to twitch. It was noted that the stimulator was turned off at the time of the event. The patient tried using her recharger, which showed the stimulator to be on. The implantable neurostimulator would not respond to any attempts to turn it off using the recharger or the patient programmer. The patient did not see an error code or power-on-reset screen. It was noted that the patient had an overdischarge six months ago, but that issue was resolved and she had not had one since. The patient was admitted to the emergency room. Impedance measurements were normal, and the stimulator appeared to be off upon interrogation with an 8840 programmer, the recharger, and the patient programmer. Several physician mode recharges did not address the overstimulation. The caller created a new group and turned stimulation on. When he turned stimulation off, the sensation went away. Additional information received reported that the patient had not used stimulation since the event. Upon interrogation, it was seen that the patient had conducted all 6 existing recharge session on (B)(6) 2011 and they were 0 to 10 minutes long. Her most recent session was 5 minutes long on (B)(6) and her ins charge level was 3.765 v. She asked her general practitioner for a referral to see a pain physician to help her manage her implantable neurostimulator. She had an appointment with her general practitioner scheduled for (B)(6). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Accessory model 37752, serial # (B)(4), programmer model 37743, serial # (B)(4), extension model 3708140, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; lead model 3778-75, serial # (B)(4) implanted: (B)(6) 2009, explanted: na.

Event description:
Follow up information received indicated that the patient was very hesitant to use her implantable neurostimulator system since the event occurrence. She was referred to a surgeon to have the device system removed. If additional information becomes available, a follow-up report will be sent.